Manufacturer narrative:
The device history record review of the reported lot number, shows evidence that the product was released according to all established procedures and quality assurance documentation. No sample was provided by the customer; however, a picture is attached and a leak was observed between the cross spike and the tubing. A possible root cause could be a dimensional gap between the connector and tubing. A formal corrective and preventative action investigation was opened at the manufacturing site to improve the dimensional gap between the cross spike connector and tubing, this will help mitigate leaking. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2017, prior to priming, there was leakage in the connection between polyurethane tubing and enplus spike. There was no patient involved.